Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that the patient presented in clinic after receiving an alert for out of range high voltage lead impedance. The pocket was opened and the leads were reinserted and the setscrew tightened. After the pocket was closed all measurements were normal. The next day, the patient returned with the same out of range high voltage impedance alert. The alert was cleared. The patient condition was normal. There have been no further issues reported and the patient has not yet returned to the clinic for further device testing.